Manufacturer narrative:
The quickie qm710 owner manual (mk-100158, rev g, page 8, warning j. Street use) states ": this product is not intended for street use. Avoid streets whenever possible. Obey and follow all legal pedestrian pathways, and laws that apply to pedestrians. Be alert to the danger of motor vehicles in parking lots, or if you must cross a road. It may be hard for drivers to see you. Make eye contact with drivers before you proceed. When in doubt, yield until you are sure it is safe." It is uncertain as to whether the wheelchair user in this case was following pedestrian laws as there is no mention of a crosswalk or a crossing zone in his description. Power wheelchairs, overall, have a very small risk of ceasing operation during movement and it is up to the user to ensure that they are operating in a safe manner to ensure maximum safety to themselves and their wheelchair. The user goes on to state after he "stopped in the middle of the road and was hit by a car" that resulted in a broken leg and broken left finger. The broken leg required surgery and a pin to set the break. The chair was inspected by a representative of the dealer (who employs service technicians) that they confirmed that the chair was not able to be powered up. While examining the chair, they found a loose cable within the chair and once this cable was reconnected, the chair then operated appropriately. There were some minor damages to the chair, which were repaired by the dealer's technician, and then was returned to the user after being deemed safe for continued use by the dealer's technician. It is presumed that post-operative and post-fracture medical treatment continued with satisfactory resolution as no other information was provided from the user and the user is back to using his repaired quickie qm7 with no further complaints.

Event description:
The quickie qm710 power wheelchair, as described by the user, was being used to cross a street "in the middle of the road" when he was hit by a car. It is uncertain as to the actual circumstances of the incident. This incident resulted in a broken leg and broken left finger. The broken leg required surgery and a pin to set the break. It is uncertain as to whether the wheelchair user in this case was following pedestrian laws as there is no mention of a crosswalk or a crossing zone in his description.